Event description:
It was reported that, "during revision, it was found that a post was broken off of the poly on a scorpio ps knee."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.